Manufacturer narrative:
Anticipated adverse reaction due to improper use of the product. No eval will be performed. Based on the info reported, it was noted that the surgical team adjusted the power 3 times before inspecting the issue. Warnings and precautions were provided in the labeling for such instances. 3m has concluded that misuse of the device may have contributed to the adverse event. No further conclusions can be drawn at this time if other factors contributed to the events. 3m will provide an updated report when further info is available. Product warnings state: improper use of the universal electrosurgical pads can cause electrosurgical burns or pressure necroses. Product safety tips state: if higher than normal power setting are requested, a problem may exist. Immediately inspect and ensure good pad to skin contact.

Event description:
Hospital reported a female pt undergoing an abdominoplasty procedure experienced full thickness burn approximately 30mm in diameter at the site of the electrosurgical pad on the right thigh during the surgery. The ot nurse noted that the pt had no visible hair at the application site and no prep solution was used before application. The plate was applied to the pt. When plugged in, the green light was visible. The ot nurse reported the diathermy, (B) (4) electrosurgical generator, was initially set at 30 watts. Surgeon requested power to be increased to 40 watts. Surgeon requested power to be increased again to 60 watts. The diathermy was turned off, then on again. When the diathermy was turned on again, the red light was on. This was when they discovered the corner of the plate had lifted from the pt's skin and the pt had been burned.